Manufacturer narrative:
Though requested, no additional information has been received. As the device was not returned, no product investigation could be performed. A review of the provided photo shows a non-specific hazy iol. No conclusions can be drawn from the provided picture. The reported event is related to what was perceived by surgeons to be possible sub surface nano-glistenings. Glistenings are fluid-filled multiple microvacuoles that can form within a lens. As the device was not returned, the reported problem of glistenings cannot be confirmed. A review of the device history record was performed, revealing that the reported lot is related to a nonconformance for machine marks observed on the optic. The associated corrective and preventive action resulted in a voluntary recall z-0628-2019. Therefore, while the original report of glistenings cannot be confirmed, it is likely the actual problem observed was due to machine marks and not glistenings. The observed marks on the lens are likely related to machine marks or marks from the lathing machining of the iols. An ineffective polishing process occurred during the period of time the enhanced (mxue model) iol polishing process was conducted in a warmer (~74ºf) area of the manufacturing area. The nonconformance investigation determined that the polishing process for the iol did not always completely remove all of the normal lathe lines and machining marks from the lens optic. The lathe lines and machining marks can only be detected under certain lighting conditions and they were not always detected during the validated cosmetic inspection of the lenses. The most probable root cause is related to the manufacturing lathing and polishing process. Actions taken within the CAPA have effectively mitigated the risk for lathe lines, including updating the cosmetic inspection method to better detect lathe lines, engineering improved environmental conditions to a colder environment for the polishing process, and optimizing the iol polishing process. The rate of occurrence is significantly reduced from the time that the reported lens was manufactured. The verification of effectiveness required the review of complaints for 3 months post implementation of the corrective actions. The complaint review was to include complaint data through (B)(6), 2020 (5.5 months), as this would allow for 3 months of product in the field, due to the normal lag from time of production to product available in the field. The trend analysis of statistical data provided a significant reduction in complaints related to lathe lines or glistenings after (B)(6) 2020. It is concluded that the actions taken have effectively addressed risk for this issue.

Manufacturer narrative:
The requested device has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that approximately two years and 10 months after an intraocular lens (iol) was implanted into the right eye (od), the patient presented with a decrease in vision due to glare and dysphotopsia. The lens was explanted. In the implanting surgeon's opinion, the most likely cause of the event was glistenings. Additional information has been requested, but not received.